Event description:
It was reported that the customer had a black screen even after he changed the battery out. Customer stated that he took the battery out again and put in a fresh battery, but there is nothing on the screen at all. Customer was using a (B)(6) battery and did not receive a low battery alert prior to the off no power alarm. Customer stated that he hears a buzzing sound coming from the insulin pump and had an unexpected restart alarm. Customer stated that the pump was dropped about a month ago and there was no damage to it. Pump passed the self test and the displacement test. Customer was advised that unattended alarms will drain the battery. Customer stated that there were no unattended alarms. Customer also had a motor error alarm once before. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.